Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Manufacturer narrative:
Three of the samples were submitted for investigation. For samples (B)(4), a streptavidin interfering factor was confirmed. This interference is documented in product labeling. For the third sample, (B)(4), no interfering factor could be found and a specific root cause could not be identified. Review of the provided calibration and qc data did not indicate a general reagent issue.

Event description:
The customer received questionable thyrotropin (tsh) results for an unknown number of patient samples from a cobas 8000 e602 analyzer when compared to the results from an abbott architect and from a siemens centaur analyzer. Refer to the attachment to the medwatch for all provided patient data. The unit of measure was not provided. No erroneous results were reported outside the laboratory and no patients were adversely affected. The customer stated the issue occurred over different lot numbers of the reagent. No specific information was provided.

Manufacturer narrative:
A few patients have had their thyroxine dosage significantly reduced as a result of the issue with the thyroid results. No specific information was provided and no adverse events were reported. No erroneous results were reported outside the laboratory.